Event description:
It was reported that the clinician observed invalid data in the patient's ventricular tachycardia (vt)/ventricular fibrillation (vf) arrhythmia episode list. The patient subsequently had radiation therapy. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: bt10 boston scientific lead implanted: (B)(6) 1995; bfxch2816165 stent graft implanted: (B)(6) 2008; ilxc1824115 stent graft implanted: (B)(6) 2008. (B)(4).